Event description:
As reported through clinical trial, two months post implant of the 29mm sapien m3 valve in the native mitral position, the patient was admitted to a non-study hospital. The limited tee indicated the ''mean diastolic gradient is 11 mm hg. The peak diastolic gradient is 23 mm hg. Moderate tricuspid regurgitation. Ef 35-40%'' there was an additional note of ''appears to have abnormal motion..??'', but no clarification was provided. Upon review of medical records, the initial implant operative note did not report any allegation or indication of device malfunction. Post op day 1 tte showed the mitral mean gradient of 8 mmhg. Post op day 6 tte: ef 45-50%, mitral mg of 8-11 mmhg with no reported valve dysfunction. 30 day follow up tte indicated there is no paravalvular leak or valve dysfunction. Ef 50-55% and mitral mean gradient of 11 mmhg. The mitral mean gradient remained unchanged and stable from implant to expiration. No CT was done to follow-up on increased gradient to rule out thrombus. Two months post implant, the patient was admitted in chf and diuresed at a non-study hospital. In addition, they were in atrial fibrillation (chronic) with borderline ventricular tachycardia rate 110 which can contribute to the worsening chf. A limited tte indicated ''appears to have abnormal motion'', but no clarification was provided in the records on what the ''appears to have abnormal motion'' was. The patient had a complicated hospital course of community-acquired pneumonia, acute hypoxic respiratory failure in setting of copd exacerbation that worsened into acidemia with continued decline, deteriorating into cardiogenic shock. The patient became comatose. As the patient continued to decline clinically, the family requested the patient be placed on comfort care. The patient expired shortly after. Death certificate revealed cardiogenic shock as the immediate cause of death. However, a secondary cause of death was noted as mitral valve failure, with the timeline was noted as ''years''.

Manufacturer narrative:
There was no clarification regarding the valve dysfunction noted as ''abnormal motion''. This event occurred outside of the study hospital, and limited records were provided, although multiple were requested. Should additional information be provided, a supplemental report will be submitted. The complaint device (sapien m3 valve, model 9880tfx29m) is not sold or marketed in the us; however it is deemed similar to the sapien 3 valve, 29 mm - model 9600lds29. The PMA/510k for the approved similar device is p140031. Investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product investigation findings. The valve remains implanted. As no product was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was provided for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A complaint history review on confirmed device complaints was performed with the codes identified below. Prior closed complaints with any of the relevant codes were reviewed for similar events and root cause identification. None of the root causes identified are potential applicable to the reported event. The IFU for the sapien m3 system, and the sapien m3 stage p procedure manual were reviewed. The IFU warns that accelerated deterioration of the valve may occur in patients with altered calcium metabolism. Additionally, valve recipients should be maintained on anticoagulant therapy as outlined in the clinical protocol. This device has not been tested for use without anticoagulation. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed from the provided medical report. A review of DHR, lot history, and complaint history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the IFU, nonstructural implant dysfunction (eg: increased gradient) are potential risks associated with the use of the device. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm) or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mismatch. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, the formation of pannus, or prosthetic cardiac valve thrombosis. As reported through clinical trial," two months post implant of the 29mm sapien m3 valve in the native mitral position, the patient was admitted to a non-study hospital. The limited tee indicated the ''mean diastolic gradient is 11 mm hg. The peak diastolic gradient is 23 mm hg''. It was noted that the mean gradient increased from 8 mmhg(tte on 1 day post implantation) to 11 mmhg (tte on 30 day post implantation). Additionally, the patient had the history of hyperlipidemia, which is one of the known factors that may increase the risk for valve calcification. Tissue calcification can impede leaflet mobility leading to stenosis and results in increased gradient. As such available information suggests the patient factors (hyperlipidemia) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.